Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. As a result, the balloon was explanted and replaced with a higher pressure one. No further patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72404130 serial number: n/a, batch/lot number: 1100508842 model/catalog description: cuff unique identifier (UDI) # (B)(4), model number/catalog number: 72404127 serial number: n/a batch/lot number: 1100658828 model/catalog description: pump unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.